Manufacturer narrative:
H10 additional narrative: corrected: h6 . Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address osteolysis, left total hip replacement, secondary to metallosis, secondary to metal-on-metal implant. Patient developed pain. X-ray revealed significant osteolysis. He had elevated metal ions. Operative notes stated that when the posterior capsule was opened, there was a large effusion. The synovium was darkened and grayish-blackish. A curette was used to remove a fair amount of osteolytic material around the inner cortex of the femur. Doi: (B)(6) 2008; dor: (B)(6) 2018 (left hip).